Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced an adhesive issue event on (B)(6) 2026 where an infusion set was pulled out accidentally.the patient reported high blood glucose level and treated with pens and manual shot of insulin. No further information available.